Event description:
Report received of an over-delivery of natrecor. The pump was programmed in the primary mode to deliver 250ml of natrecor at a rate of 68ml/hr. It was reported that within fifteen minutes of the infusion being started, the pump alarmed that the infusion being started, the pump alarm that the infusion was complete and the bag was empty. There was no reported adverse patient effect and no medical interventions were required. Though requested no additional information was available.